Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 503 mg/dl; cause was unknown. Although requested by tandem technical support, the customer declined to perform troubleshooting. Reportedly, the customer had manual injections as alternate insulin therapy.